Event description:
It was reported the patient experienced discomfort located at the ipg site. As such, surgical intervention where the ipg was repositioned to the opposite flank occurred on (B)(6) 2024 to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.